Event description:
The pump was returned for powering off on battery power during an active infusion without alarming. The device was attached to a bracket and powered on during investigation. No alarms or errors occurred. The device was removed from the bracket and an infusion was run with the device on battery power. A battery low warning was displayed when the batteries had 30 minutes of charge remaining. A red pump alarm and battery very low warning were observed when the batteries reached 15 minutes of charge remaining. The device was opened to inspect for internal damage and perform electrical conductivity testing. Damage was identified on the retaining plate near the lever arm. Electrical measurements were normal. The device was attached to a bracket and was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel overnight. The battery capacity was checked the following morning and the total battery capacity was at 75 percent. Log files were reviewed and found that battery 1 was able to charge to 100 percent capacity where as battery 2 was at 50 percent, indicating that battery 2 is experiencing charging issues.

Event description:
The following has been reported: biomed reported: pump (B)(6) shut off without warning while on a patient. The logs were pulled from the dashboard. This pump will need to be inspected as it caused a patient incident. On (B)(6) 2025- director of critical care reported: this pump was running norepinephrine for a post operative patient. Rn noticed that bp on monitor was reading low, 70/40's - patient at this time was on levophed. Immediately assessed patient and found patient slightly unresponsive. Rn found pump to levophed to be off - rn nor anyone else turned pump off. Attempted to get pump to turn back on and pump did not turn on, nor could rn get the IV tubing out of the pump no alarm or warning was given that pump was low on battery. Patient went unresponsive and did not have a measurable bp for about 30 seconds. Reprimed new tubing using a new pump and restarted levophed. Patient returned to consciousness and is currently stable. A preliminary review identified the following issue: infusion stopped; (due to capacity fade). An active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.